Event description:
During laparoscopic appy procedure, the endo-gia stapling device broke after stapling the appendiceal stump. A piece of blue plastic material came free. The main cartridge came out of the stapling device. The main cartridge was extracted through the 12-mm port but a small piece of blue plastic remained and the procedure converted to an open so the foreign body could be retrieved.